Event description:
It was reported that balloon rupture occurred. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified no tears in the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from a balloon pinhole leak located in the proximal transition zone of the balloon, approximately 10mm proximal to the proximal markerband. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the damage identified. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified one severe kink on the shaft of the device, approximately 5mm proximal to the proximal markerband. This damage is consistent with excessive force being applied to the delivery device. No issues were noted with the shaft that could have contributed to the damage identified. Due to this severe kink the device could not be loaded onto a 0.035inch guidewire during analysis. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, the balloon ruptured during initial inflation. The procedure was completed with another of the same device. No patient complications were reported.